Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was erroneous results. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "hemoglobin is seen in results when drawing samples from patients, thus resulting in erroneous results."

Manufacturer narrative:
The following fields were updated due to corrected information: b.5 describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was erroneous results. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "hemoglobin is seen in results when drawing samples from patients, thus resulting in erroneous results."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was erroneous results and hemolysis. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "hemoglobin is seen in results when drawing samples from patients, thus resulting in erroneous results".